Manufacturer narrative:
H3: because the complaint originated as an amazon review, information is very limited. Amazon will not provide their customer's contact information. There is no lot information available and the specifics of use of the device (what type or size of tube/device was being secured, was the product applied per the IFU etc.), are unknown. The amazon listing offers several sizes including small, medium, medium wide, large, and large foley. This customer reviewed the medium size 10 pack. Without additional information, the complaint cannot be confirmed, nor can root cause be positively determined. Based on historical complaint data, possible root cause is related to new users and device training. As this device is likely being used by end users in a home setting, they may not be following the instructions for use and proper application protocol. An existing CAPA is open to mitigate these types of complaints and the overall complaint rate for this failure mode/product family is very low ((B)(6) % over the last 2 years). Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
A complaint was received via the amazon negative feedback report for sku 3300m-10pk securment devices titled "too small." The body of the complaint reads: "this is not a good product. At night when you are moving in the bed the tubing get out of what should be a secure grip, and you have to get another so called secure grip lock device - I am very disappointed. - it does not do the job.".